Manufacturer narrative:
Exemption e2015054. (B)(4). One complaint was received during this report period. It was determined to be the result of a manufacturing error. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction events which are associated with the nonconformance to device specifications and minimum packaging requirements as the device may not be operating and functioning as intended. Patient information was not confirmed for this event.